Event description:
The hospital is under construction and they have installed a new entry door into the special lab. The new door does not clear the ceiling mounted boom monitor and a staff member slammed the door open and knocked the boom monitor off it's bracket striking a staff member on the head. The staff member did not wish to seek medical atention and put ice on his head. There was no pt in the room at the time of the reported incident.